Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis on (B)(6) 2021. Customer¿s blood glucose at the time of hospitalization was 500 mg/dl. Customer¿s current blood glucose was 150 mg/dl. Customer did experienced the symptoms due to high blood glucose. Customer had been using insulin pump within 48 hours of high blood glucose event. Auto mode feature was not active during the time of event. The insulin pump will not be returned for analysis.